Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformities in the DHR related to the reported event. The co rep observed that the iabp went into an immediate system failure mode with no display and a constant alarm. He replaced the main pcb (part number 0670-00-1152e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The part replaced was received by the mfg facility at mahwah nj. The eval performed confirmed the failure and the part was sent to the manufacturer, who repaired the board and returned to stock. (B)(4).

Event description:
During a preventative maintenance, the co rep observed that the iabp went into an immediate system failure mode with no display and a constant alarm. No patient was involved.